Event description:
It was reported that the intra-aortic balloon pump (iabp) started alarming for "unable to refill" after returning from CT. As a result, the iabp was exchanged. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No iabp parts were returned to teleflex chelmsford for investigation. The reported complaint of "unable to refill alarm" is confirmed based on the picture provided with the complaint report. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) started alarming for "unable to refill" after returning from CT. As a result, the iabp was exchanged. There was no report of patient complications, serious injury or death.